Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction was verified and attributed to missing hardware on the ECG board. The missing hardware was installed to remedy the problem. The missing hardware on the flex inter-connection board caused a loose connection between the cable and the device which prompted "plug in cable" message. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while treating a female patient (age unknown), the device displayed a "plug in cable" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.